Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported software load issue. Analysis found the ECG (electrocardiogram) connector of a printed circuit board assembly was loose.

Event description:
It was reported that the electrocardiogram (ECG) on the programmer was noisy and was hard to read. It was also reported the ECG port is damaged. It was noted the programmer will not complete installation of the most current software from both the usb (universal serial bus) and medtronic server. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.